Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failures and motor arm cannot communicate with the main arm alarm. The customer¿s blood glucose value was 250 mg/dl. The customer was assisted with troubleshooting. The customer also reported that the insulin pump had hardware low level failures twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm and error 4 confirmed in the insulin pump history file due to broken trace on keypad assembly.